Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired six days later after the use of the product.

Manufacturer narrative:
This is one of two events (cardiovascular and death) reported for the same pt involving two separate products; associated MDR #s 1225714-2013-03140, 1225714-2013-03142, 1225714-2013-03143.